Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: concomitant medical products: left breast implant: mentor smooth round moderate profile 425cc saline breast implants serial number (B)(4), catalog number 3502425. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which both left and right side deflated after implantation. The issue was diagnosed during the physical examination. No pain or discomfort reported by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right implant.